Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The color rings on attune tibial keel drill came off in the patient and had to be retrieved with a section device.

Manufacturer narrative:
Examination of the returned device confirms the reported event of missing color coded markings. Follow up communication with the customer for a detailed cleaning/sterilization process was unsuccessful. Previous similar investigations for damaged/peeling markings found the root cause to be attributed the use of contraindicated chemicals (non-compliant to cleaning guidelines). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.